Event description:
It was reported, the fowler (backrest) was not functioning to specifications as the fowler could not be lowered to a flat (horizontal) position. No adverse consequences are reported.

Manufacturer narrative:
Na